Manufacturer narrative:
Qc was within the established ranges. The glu cup module temperature was 43 degrees c which is out of specification. The module has been returned to bci for further evaluation.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding 5 erroneous glucose (glu) patient results generated by the synchron lx20 pro analyzer. The erroneous results were not reported outside of the laboratory. There was no death, injury or change to patient treatment with regard to this event.